Event description:
The mpu has a v-lock connector on the ac power cord, and the ac power cord did not come loose from the back of the unit at the time of the event. It was said that it is unknown if the ac power cord came loose from the wall outlet or it an environmental circumstance affected the ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported loss of power to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the dates 04nov2025 through 08dec2025 were reviewed. The log file captured low voltage hazard and power cable disconnect alarms on 09nov2025 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. A system controller exchange was captured on 04nov2025. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu (serial number unknown) was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records for the mobile power unit could not be reviewed as the serial number of the unit was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. The IFU section 3, entitled ¿powering the system¿ and the patient handbook section 3, entitled ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted and frequent pulsatility index events were noted. Log files were submitted from system controller (B)(6) and left ventricular assist device (B)(6) . The hospital's records indicated that this equipment was assigned to another patient two year post the current patient's implant date. The log files captured no external power events were recorded on 09nov2025 9:08:59 and 09nov2025 9:09:11 while connected to the mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.